Manufacturer narrative:
A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac growth of 7mm is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak (non-device related failure) from the lumbar artery also occurred. The reported sac growth and the type ii endoleak of the lumbar artery are anatomy related. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b5 describe event or problem . G4 awareness date . H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11. H6 device codes (as evaluated); remove 3190.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal aortic extension and an iliac limb to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure aneurysm sac growth of greater than 5mm was identified. The patient status was not reported. Additional information: during the clinical assessment, it was determined that the reported dance growth was coming from a type ii endoleak (non- device related) from the lumbar artery therefore a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with durapl.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal aortic extension and an iliac limb to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure aneurysm sac growth of greater than 5mm was identified. The patient status was not reported.